Event description:
Consumer called stating that the seat belt allegedly snapped in half as she was driving her m41 power chair. The belt was allegedly beginning to tear prior to the incident. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m41, serial number/date code and age of product are unknown. The owner's manual part number 1143206 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that she was driving her m41 power chair when the seat positing strap allegedly snapped in half. The consumer stated that the strap was beginning to tear prior to the incident. The owners manual states on page 12 a warning, "always wear your seat positioning strap. The seat positioning strap is a positioning belt only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, belt must be replaced immediately."